Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The staple guide was observed to be broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed staple guide damage may occur if the staple guide experiences excessive force or is dropped. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ivor lewis esophagectomy procedure, after firing the device during the anastomosis, when the anvil was removed from the stapler to inspect the donuts, the surgeon noticed a piece of white plastic had broken off of the stapler. No component fall into the cavity of the patient. The patient is alive with no injury.